Event description:
It was reported there was broken mandible screws. The patient retained portions of the broken screw. There was a five minute delay. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint #: (B)(4). Concomitant medical products: medical devices: item# 41-2010, lot# unk, traumaone system screw 2.0x10mm cross-drive. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00181.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned screw. The screw show attempted signs of use including marking on the screw head. The screw shaft has fractures where the shaft meets the screw head. A dimensional analysis cannot be conducted due to the damage to the screw heads. The complaint is confirmed. A determination cannot be made as to what caused the screws to fracture. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, g3, g6, h2, h3, h6 and h10.